Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking sensation and pain down their sciatic nerve and into their foot on both programmed channels of their implantable neurostimulator (ins). Follow up information received from the healthcare professional (hcp) noted that on (B)(6) 2015 the patient was instructed to change to program 3. Also, the patient was to ¿trial¿ both programs 3 and 4 if needed. The issue was reported as not related to the ins device and that the patient had not called back since this change. The patient outcome was reported as recovered without permanent impairment. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0gkjn, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient felt a burning sensation as well as a shocking/ jolting sensation. These symptoms occurred following implant. The burning and shocking began in (B)(6) 2015. The patient also had a sudden loss of therapeutic effect in may. The patient tried to change channels and then felt shocks from the device down her leg to her foot so bad that it caused her foot to turn in. The patient felt the burning sensation in the butt where the ins was which was constant. It was further reported that the patient was in (B)(6) and went to the bathroom and the next thing she knew urine was on the floor. The patient felt that a lead or something was loose. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.